Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a solent dista thrombectomy system. A visual examination identified the shaft had a hole and was partially separated with the hypotube broken 44.75cm distal of the strain relief. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿connect saline supply¿ error was displayed on the console. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on april 27, 2018. It was reported that during the preparation of an angiojet solent dista catheter, a 'check saline' error message occurred. The procedure was completed with a different device. No patient complications were reported. However, the returned product analysis revealed that the shaft had a hole and was partially separated with the hypotube broken.